Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. On august 6, 2024, during a follow-up, on the right side, stent graft compression at the proximal part of the cxt281412 ipsilateral leg was observed. On (B)(6) 2024, a reintervention was performed. An additional stent graft was implanted and the compressed ipsilateral leg of cxt281412 was relined. The procedure was completed after confirming that the lumen of the cxt281412 was secured and that there was no difference in blood flow between the left and right sides. The physician reportedly stated as follows: the overlap of the stent grafts in the area where the compression occurred was one layer on the right side, whereas on the left side it was three layers. In addition, the aortic lumen was relatively narrow, which may have contributed to the stent graft compression.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section b3 / b4 / b5 / b6, date of event was corrected.